Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Customer resolved the issue by changing the infusion set and cartridge, then resuming insulin. Reportedly, the cartridge had been in use for over 72 hours. The customer was informed of the 72-hour usage guideline, which they acknowledged.